Event description:
Patient has experienced elevated blood glucose since (B)(6) 2012 and believes the insulin delivery of the infusion device is inaccurate. Blood glucose levels and amount of insulin delivered on (B)(6) 2012 were as follows: 170 mg/dl at 4:00 pm and 2 i.u. Via the infusion device, 359 mg/dl at 7:00 pm and he changed the infusion set and delivered 10 i.u. Via the infusion device, 462 mg/dl at 9:00 pm and 10 i.u. Via syringe. Blood glucose levels and amount of insulin delivered on (B)(6) 2012 were as follows: 368 mg/dl at 12:00 am and 10 i.u. Via syringe 390 mg/dl at 8:00 am and 10 i.u. Via syringe, 269 mg/dl at 11:00 am and 10 i.u. Via syringe, 156 mg/dl at 2:00 pm and 5 i.u. Via the infusion device, 130 mg/dl at 5:00 pm, 409 mg/dl at 11:00 pm and 10 i.u. Via syringe. Blood glucose levels and amount of insulin delivered on (B)(6) 2012 were as follows: 216 mg/dl at 12:30 am and 7 i.u. Via syringe, 144 mg/dl at 2:00 am, 377 mg/dl at 8:00 am and he called his diabetes specialist, changed the infusion set, and delivered 10 i.u. Via syringe, 323 mg/dl at 10:00 am and 10 i.u. Via syringe, 357 mg/dl at 12:00 pm and 10 i.u. Via syringe, 306 mg/dl at 2:00 pm and 10 i.u. Via syringe 265 mg/dl at 3:00 pm and 7 i.u. Via syringe, 229 mg/dl at 4:00 pm, 196 mg/dl at 6:00 pm and 7 i.u. Via the infusion device, 193 mg/dl at 8:00 pm and 7 i.u. Via the infusion device. Blood glucose levels and amount of insulin delivered on (B)(6) 2012 were as follows: 146 mg/dl at 2:00 am, 188 mg/dl at 8:00 am and 5 i.u. Via the infusion device, 169 mg/dl at 10:00 am and 5 i.u. Via the infusion device, 178 mg/dl at 12:00 pm and 5 i.u. Via the infusion device. He switched to his replacement infusion device and changed the cartridge and infusion set at 1:00 pm, and his blood glucose levels have been "ok" since. He did not have an infection or start new medication, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.